Event description:
It was reported that the customer was in the hospital for reasons unrelated to his diabetes. However, while in the hospital, the customer experienced low blood glucose readings in the 50-60 mg/dl range. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's doctor stated that the display was scratched, making it difficult to read. The customer's doctor was advised to have the customer call back to arrange to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.